Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The loose screw packaged with the femoral component was explanted; the femoral component remains implanted. Hospital discarded as biohazard.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2016 due to pain. During the procedure, it was noted that the screw from the femoral component had become loose and was rubbing on the poly bearing. The loose screw and bearing were removed and replaced.